Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production. Based on the 11 pages of medical records information it appears that on (B)(6) 2015, this (B)(6) female patient had a reaction to the f18 optiflux dialyzer. Dialysis notes reveal that the patient had been becoming flushed with start of treatment and is suspected of having a reaction to previous dialyzer according to the hemodialysis registered nurse, the patient had the adverse event while the patient was using the f18 optiflux. The patient had previously been using the f160 dialyzer and experienced back pain before switching to the f18. Patient's kidney was flushed prior to treatment to alleviate any reaction. According to the hemodialysis registered nurse, the patient is using a different dialyzer without any complications. There was no diagnosis in the medical record that lists the 18nre optiflux dialyzer as an allergy.

Event description:
Review of the patient's medical records indicated the following- patient's kidney was flushed with 2000cc normal saline pre-treatment. The patient's dialysis was accessed through the left jugular tunneled catheter. Once dialysis began, patient complained of feeling hot skinned and was noticeably flushed with complaints of back pain on a rating of 8/10. Patient was also complaining of shortness of breath and oxygen was administered at 3 liters/minute via nasal cannula. Patient was given a 500cc bolus of normal saline and administered tylenol for back pain and intravenous benadryl 25mg. After 15 minutes of dialysis treatment, the patient continued to have back pain and shortness of breath. Patient requested the treatment be stopped. The patient's blood was returned and treatment stopped. Patient was seen by the physician and discharged home via wheelchair.

Event description:
An inpatient user facility reported that during hemodialysis treatment a pt experienced itching, lower back pain, and feeling hot within the first ten minutes of treatment. The treatment was the pt's first at the facility. The pt was administered benadryl by a dialysis nurse. Treatment was cancelled and all of the pt's blood was returned and there w. Therapy was discontinued and the pt was reported as recovered. There was no serious injury to the pt. The pt used another MFR's dialyzer without any complications. The dialyzer sample has been discarded and is not available for investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.